Manufacturer narrative:
Additional information was received that the patient was admitted to the intensive care unit due to cardiac and kidney failure. It was reported the origin of the cardiac decompensation was a decompensation of an old cardiomyopathy from valvular and rhythmologist origin (atrial fibrillation (afib)).the balloon aortic valvuloplasty (bav) was performed due to pvl and high gradients reported as 30 mmhg. Following the post-dilatation, the pvl was reduced to trace and the gradient reduced to 10 mmhg. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. High gradients can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc.). Hypotension, in this case from the hypovolemic shock, is a known potential adverse event per the IFU that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per the evolut r instructions for use (IFU), pvl, prosthesis-patient mismatch gradients, and death are all known adverse events and are considered acceptable when weighed against the patient condition without the procedure. The report of patient death over 4 years and 10 months post-implant, per the physician was hemorrhagic shock (psoas hematoma)and the valve did not cause or contribute to the death. Since neither autopsy nor explant were reported to have been performed, with the limited information available, no conclusive relationship between the valve and adverse events could not be established. No allegations were made relating the valve or its function to the death. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a degenerated non-medtronic surgical valve, mild paravalvular leak (pvl) and significant patient prosthesis mismatch were reported. No treatment was performed at that time. Approximately four years and ten months after the implant of the valve, the patient was admitted to the hospital for cardiac decompensation and cardio-renal syndrome. A valve dilatation was performed using a 20 millimeter (mm) non-medtronic balloon, which was inflated to 16 atmospheres (atm). The gradient was reduced as a result, and it was reported that the dilatation was satisfactory. No additional adverse patient effects were reported.